Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The device's battery had prematurely depleted after providing constant appropriate shock therapy. The physician elected to explant and replace the ICD. There were no patient consequences.